Event description:
A customer reported to baxter (B)(4) a one-link IV connector in which a no flow occurred. According to the report, the customer advised that they had difficulties clearing the line and drawing blood from a hickman on a paediatric oncology patient. The customer advised that they successfully drew blood once and cleared the line. When they attempted for the 2nd and 3rd blood draw they were unsuccessful. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a one-link IV connector in which a no flow occurred was not confirmed during sample evaluation. Visual inspection and functional tests were performed on the reported sample. The sample was working within specification, so there is no determined cause for the reported condition. Additional information: a batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.